Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip leaked during use. This occurred on 2 occasions. The following information was provided by the initial reporter: material no.: 309657, batch no.: 8255626. It was reported there were leakage issues with two syringes. Verbatim: leaking: description of issue: customer reported leakage issues with two syringes (other syringe = exel (B)(4). Number of occurrences: 2. Did the customer insert the needle into the cartridge and encounter fill resistance? Customer does not recall if she encountered fill resistance. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: explained that bd might follow up with customer regarding returning syringe/needle. Note: product category = needle/syringe issue.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip leaked during use. This occurred on 2 occasions. The following information was provided by the initial reporter: material no.: 309657, batch no.: 8255626. It was reported there were leakage issues with two syringes. Verbatim: leaking. 1. Description of issue: customer reported leakage issues with two syringes (other syringe = exel com-475415). 2. Number of occurrences: 2. 3. Did the customer insert the needle into the cartridge and encounter fill resistance? Customer does not recall if she encountered fill resistance. 6. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. 9. Resolution: explained that bd might follow up with customer regarding returning syringe/needle. 10. Note: product category = needle/syringe issue.

Manufacturer narrative:
H.6. Investigation: two samples received for investigation. Leakage test was performed, after the tests performed, it can be concluded that the samples sent by the client do not show any functionality problems, the analyzed samples did not leak, so they are compliant. The defect was not confirmed, therefore there is no root cause. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. H3 other text : see h.10.